Event description:
It was reported that the insulin pump alarmed battery out limit. It was stated that the battery change did not take longer than 5 min. Alarm did not occur during first battery installation. Customer received multiple battery out limit alarms. Not able to check history. Alarm cannot be cleared. Customer was instructed to insert a new battery; alarm reoccurred in less than 1 minute. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no unexpected battery out limit alarm noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.